Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate unknown results. The reporter reported that the results were 15 to 20 points difference when compared to another meter. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.